Event description:
The patient contacted lfs alleging inaccurate readings. The patient only provided one result of 90 mg/dl and did a back to back testing. The other reading was not provided. The patient denied exhibiting any symptoms or receiving any medical attention due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged inaccurate readings on their one touch verio pro meter.

Manufacturer narrative:
Follow-up # 1 (02/12/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strips passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Product were replaced and requested back for investigation.